Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 51 and 102 mg/dl. Tests were done within 11-20 minutes. "Discovered that the meter was not coded to test strips, pt has cleaned the meter with control solution and never performs quality control testing." Patient did not experience any adverse events. No further information has been reported.